Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative reported that, due to the age of the system, the site biomed department chose to repair the navigation computer on their own and it was back up and running. The site is in the process of upgrading their navigation system. The most likely cause was an issue with the system computer, however no parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that there was no input detected on both of the navigation system monitors. This occurred pre-op after the system became unresponsive in the plan task of a functional endoscopic sinus surgery (fess). The rep hard booted the system and was not able to get a video signal, but heard the computer fans turn on and continue running at a consistent pace. The site rep chose to use an alternate medtronic navigation system for the case. After a 10 minute delay, the surgery continued using the site's other system. There was no reported impact to the patient.